Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "x-rays post-op measure too much posterior slope on the tibial implant. Dr preferences show it should be 3 degrees on his pre operative planning. Surgeon would like feed back on why this occurred."